Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was 323 mg/dl. Customer stated no insulin is exiting the tubing. Customer rewound and primed the insulin pump, nothing exiting the tubing and no alarm occurred. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.